Event description:
It was reported that no capture and externalized conductors were observed. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead with the distal tip measuring 54.1cm was returned for analysis. Internal insulation abrasion was found at 7.3cm to 9.4cm and at 8.5cm to 9.8cm from the distal tip. The etfe coating was intact at these locations. The cause of the reported capture anomaly could not be determined.